Event description:
Pt reported on device tracking update mailer that a procedure had been required a half year after graft placement to block a bleeding blood vessel that was filling the aneurysm. Upon contacting the implanting physician in 2004, it was confirmed that this pt had been diagnosed with a type ii endoleak and in 2004 had undergone translumbar coil embolization. A follow up CT in 2/04 revealed complete resolution of the endoleak.